Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 100 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer also reported receiving a lost sensor alarm. The customer rechecked her reading and it was 59 mg/dl. The customer treated with glucose tablets. The customer was advised to remove and change the sensor. The customer was advised to remove and replace the sensor. The customer was advised to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.